Event description:
Boston scientific received information that two episodes of noise were observed on the right ventricular (rv) lead. Both episodes displayed pauses in pacing greater than two seconds. Technical services was consulted and discussed the likelihood of myopotential oversensing and recommended isometric exercises to reproduce the noise. The noise was reproduced through the patient coughing. The device was currently programmed to least in the rv for sensitivity. It was also noted that the device may be nearing elective replacement indicator (eri) and a replacement procedure may be performed. No adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The device was electively explanted due to normal battery depletion. The rv lead was explanted due to noise. No adverse patient effects were reported during the procedure.

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.